Event description:
It was reported that during a bph procedure at 104,625 joules and 17 minutes of usage, the fiber tip broke. The fiber was exchanged and the case completed. Patient outcome: no patient injury was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber model #0010-2400; lot #434a; serial #(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the distal end of the fiber/glass cap is detached and not returned; the fiber proximal to fracture can rotate independently of metal cap; the glass cap at the output window exhibits moderate devitrification at the output window; the metal cap exhibits severe charred detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.